Manufacturer narrative:
(B)(4). The customer provided a photo of the sample for evaluation. The photo was visually inspected and the reported condition was confirmed. The amino acid chamber and the glucose chamger were already activated. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported baxter (B)(4) regarding the multilayer bag set in which the triple phase bag activated prior to delivery. There was no patient involvement. There was no patient injury or medical intervention. No additional information is available.